Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the hospital and had a remote transmission sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients implantable cardioverter defibrillator (ICD) had triggered recommended replacement time (rrt) approximately one year prior and now showed end of service (eos). The ICD displayed alerts for charge circuit timeout, charge circuit inactive and long charge time had triggered post the rrt trigger. The patients right ventricular (rv) lead displayed alerts for high/undefined pacing impedance, a lead integrity alert (lia) with increased sensing integrity counter (sic), oversensing noise, high rate non-sustained episodes and high thresholds. A lead fracture is suspected. The device was extracted and replaced, while the rv lead was capped and replaced. No patient complications have been reported as a result of this event.